Event description:
The customer reported that following a diagnostic catheterization procedure, the pt developed a hematoma and manual pressure was applied to the puncture site. A doppler study revealed a pseudoaneurysm in the right groin. The pseudoaneurysm began to bleed and a large hematoma developed. The pt was taken to surgery to evacuate the hematoma and repair the pseudoaneurysm. The pt rec'd several units of blood. No further complications were reported.